Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that filling/aspiration difficulties occurred, specifically filling difficulty; the patient went in for a pump refill and a pocket fill took place. Actions required as result of the event consisted of hospitalization. The patient had gone in for a pump refill and the health care provider (hcp) at that time was able to aspirate 1.5ml of fluid from the area of the pump of the 3ml expected to be in the reservoir. The hcp then filled what he thought was the pump reservoir. Upon removing the needle from the pump area, the hcp noted some clear fluid draining from the needle stick area. Because of the small amount of noted fluid, he decided to monitor the patient there in the office before letting him leave. The patent remained there in the office exam room with his daughter present for about forty five minutes post refill. The patient didn¿t display any changes in his mental status nor did he display any other signs or symptoms of overdose. The patient had also stated he felt fine and he walked out of the office with his daughter. About 30 minutes after leaving the office he arrived home with his daughter and at that time the patient developed dizziness followed by sleepiness. The patient's daughter called the doctor's office and then took the patient to the local emergency room. In the emergency room, he was given narcan and he woke up. An ultrasound of the pump pocket was performed to look for fluid surrounding the pump. He was admitted to the hospital's ICU (intensive care unit) for observation. In the ICU, the pump reservoir was accessed to measure the volume which was 3ml, so it was determined the patient had a complete pocket fill of the drugs. The needle was removed from the pump reservoir, the pocket was then accessed and 26ml of blood tinged fluid was aspirated. The pocket was then flushed with 20ml of preservative free saline, then the hcp aspirated all that was possible and the fluid was discarded. The hcp repeated this procedure three times. The pump was updated to reflect the true volume of 3ml and the dose was reduced to 3mg of morphine per day and 4.5mg of bupivacaine per day which is a 52% reduction in the patient¿s normal daily dose. The patient remained to the ICU for observation. The patient had experienced overdose symptoms specifically dizziness, sleepiness and slowed respirations. Then on (B)(6) 2014, the hcp called the device manufacturer representative to say that the patient was up walking around, wanting to go home and feeling fine. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine 20mg/ml at a dose of 6.2mg/day and bupivacaine 30mg/ml at 9.3 mg/day.